Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. Vascular access was obtained via femoral artery. The non-totally occluded, concentric target lesion, with a <= 45 bend was located in the severely tortuous and mildly calcified left circumflex (lcx) artery. The 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, resistance was encountered and the device was unable to cross the lesion. The physician removed the device and the procedure as completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a carrier tube (hoop), product mandrel and protective tubing. The product mandrel and the protective tubing that is placed on the balloon in manufacturing were in their respective as-manufactured positions on the device. There was contrast in the inflation lumen and balloon and blood in the hub. The balloon was loosely folded. There was shaft kink 9.5cm distal of the exit notch. The shaft and balloon were microscopically examined and revealed a 15mm longitudinal tear from the proximal to the distal ends of the balloon. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).